Event description:
It was reported that on the day of the procedure following implant, a drop in p-waves was noted. The physician reopened the pocket to revise the atrial lead, but the lead placement could not be manipulated. The physician had to regain access, and the atrial lead was explanted and replaced. When the physician inspected the lead on the table, it was noted that the helix was extended despite fluoroscopy confirming the helix as retracted while the lead was still in the patient. A rotation tool was used to test the helix function, with no movement noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2015. (B)(4) evaluation summary: analysis was performed and no anomalies were found, however the distal conductor of the lead was extrinsically over-rotated, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.